Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed scratches along the length of the sheath, heavy scratches at the distal end, minor soft tip damage, and the liner was torn along the full length of the sheath shaft. The liner expanded as designed. The complaint for liner torn was confirmed. No product non-conformances were identified in the returned device. An in-depth evaluation of complaints for ¿sheath shaft ¿ liner torn¿ has been documented in and edward¿s technical summary. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification, withdrawal of a delivery system with incompletely deflated balloon) are likely the contributing factors for sheath shaft liner tears. As revealed in the case notes, the patient had very calcified and tortuous femoral arteries. Additionally, the sheath shaft was observed to be scratched (indicating access vessel calcification). Furthermore, in the complaint description, as per medical opinion, the event occurred due to poor femoral access. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Information regarding the patient¿s access vessel minimum luminal diameter (mld) was requested but not provided. The complaint for sheath liner torn was confirmed. In this case, available information suggests that patient factors (severely calcified and tortuosity vessels)/procedural factors (poor femoral access) likely led to the reported event and there is no evidence of a manufacturing non-conformance. The relationship between the liner tear and the femoral injury in unknown. It is likely that the same patient/procedural factors stated above that led to the liner tearing also led to the femoral artery injury. No labeling or IFU inadequacies have been identified. The occurrence rate does not exceed the september 2017 control limits for the trend category. No corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the insertion of the sheath was uncomplicated, however, during sheath removal difficulty was encountered. An attempt to remove the sheath over a stiff wire was unsuccessful; a second attempt was performed with more force and a vascular complication occurred and it was noted that the sheath liner was torn. The patient required vascular repair. As per medical opinion, the event occurred due to poor femoral access. The patient¿s vessel was severely calcified and severe tortuosity was noted.